Event description:
The customer reported a bloody leak at the sample tubes of the coulter act 5diff cap pierce (cp). The instrument was failing controls when the leak was noticed. The volume of the leak was about 5 drops and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, eye protection and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) was dispatched on (B)(4) 2015. The fse found that the tubing at the upper rinse block was leaking. The fse replaced the tubing, which repaired the leak and the failing controls. The repairs were verified per established procedures. (B)(4).